Manufacturer narrative:
Patient's city:(B)(6). Initial and final MDR (B)(4) - device 2 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient' faced an infusion set leakage at quick release. The issue occurred after 24 hours of insertion. No further information available.